Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to expose after being left to charge.  Additional information was received from the manufacturer representative. It was further reported that it was determined that the umbilical was bad, and it was replaced. It was noted that the issue was resolved and the system was ready for clinical use. No patient was present when the issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the umbilical cable was failing. It was reported that the hand switch, position indicator, leds, and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000167, serial/lot# :(B)(6), UDI#: (B)(4), product ID: bi71000216, serial/lot#: (B)(6), UDI#: (B)(4), product ID: bi71000217, serial/lot#: (B)(6), UDI#: (B)(4), product ID: bi71000216, serial/lot#: (B)(6), UDI#: (B)(4). H3: hardware analysis of the returned umbilical cable could not confirm, the reported issue. As the returned cable ground wires were cut. And the cable was unable to be tested. However, visual inspection confirmed, damaged ground wires. Hardware analysis of the two returned printed circuit board assembly (pcba) detector leds confirmed, the reported issue. The tub indicator/detector, indicator position leds were very dim. Hardware analysis of the returned pcba source led found not fault. H6: codes c19 and d14 only pertain to the pcba source led. Codes c02 and d02 still pertain to the system checkout, analysis of the umbilical cable, and pcba detector leds. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.